Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment difficulty and stent damage occurred. The target lesion was predilated. A 5 x 200 x 75 innova¿ stent delivery system was then advanced antegrade to the greater than 50% stenosed, medium to highly calcified target lesion in the superficial femoral artery. Deployment of the stent was initiated with the thumb wheel without issue and switched to the pull grip when the white arrow was visualized. However, when deployment was switched to the pull grip method the stent the stent was prolonged up to the inner side of the delivery sheath. Post-dilation of the prolonged stent was attempted, however the catheter could not cross the stent. The patient went to surgery where the stent was partially explanted and the procedure was completed with bypass surgery. There were no further patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. There also were 2 kinks on the inner shaft 1 approximately 4cm from the tip and the 2nd one at 15.5cm from the tip. The stent was not returned with the device. The pull handle was pulled its entire travel. The handle was opened and it was noticed that the proximal inner had stuck to the inner liner and was pulled approximately 2.75 inches from the distal portion of the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that deployment difficulty and stent damage occurred. The target lesion was predilated. A 5x200x75 innova¿ stent delivery system was then advanced antegrade to the greater than 50% stenosed, medium to highly calcified target lesion in the superficial femoral artery. Deployment of the stent was initiated with the thumb wheel without issue and switched to the pull grip when the white arrow was visualized. However, when deployment was switched to the pull grip method the stent the stent was prolonged up to the inner side of the delivery sheath. Post-dilation of the prolonged stent was attempted, however the catheter could not cross the stent. The patient went to surgery where the stent was partially explanted and the procedure was completed with bypass surgery. There were no further patient complications reported and the patient's status is fine.